Event description:
It was reported that the patient experienced some leakage on the back with the drain bag. Per follow up information received via phone on (B)(6) 2022, customer stated that they still had the occasional bag leak. Also stated that they had issues with the catheter tubing not draining into the bag properly. The urine drains into the tube but not down into the bag, almost like there was a blockage from tubing to bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient experienced some leakage on the back with the drain bag. Per follow up information received via phone on 06jan2022, customer stated that they still had the occasional bag leak. Also stated that they had issues with the catheter tubing not draining into the bag properly. The urine drains into the tube but not down into the bag, almost like there was a blockage from tubing to bag.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "static positive air pressure". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. The device was not returned.